Event description:
The patient previously received a gore excluder limb extension (date unknown) to treat an iliac aneurysm. Follow up revealed that the device had migrated distally and patient had developed a proximal type I endoleak. A 20-20-55fl limb extension was placed, which resolved the leak.

Manufacturer narrative:
Device manufacture date unknown (competitor device). Excluder device is not manufactured by endologix.